Manufacturer narrative:
The expedium thoracic probe was returned for evaluation. Visual examination revealed that the fracture was located at the distal tip. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A complaint trend analysis was conducted. No issues were identified that need further action. The root cause of the probe fracture cannot be positively determined however fracture analysis found evidence of torsional overload. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed and no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the expedium thoracid pedicle probe broke off from the instrument when using the device intra-operatively. The surgeon used the same/like product to complete the case. All broken pieces were retrieved. There were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Device manufacture date: jun-10-2005, sept-19-2005. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.